Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Synthes has been unable to obtain additional event information since the user facility name and contact information were not included in the report. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Reporting facility information was not provided on medwatch report mw5059990. (B)(4). Without a lot number, device history records reviews could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
User facility medwatch report number mw5059990 was received by synthes customer quality on (B)(6) 2016. This report is 1 of 1 for (B)(4).